Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the generator displayed high catheter temperatures. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, after a couple of minutes of ablation, the temperature read by the generator was really high 70 degrees, despite the catheter being in the heart. Therefore, they could not ablate any more since generator was reading to a high-temperature. Patient complications were not reported. Despite efforts, not further information was provided.